Event description:
Related manufacturer report number: 3006705815-2022-15395. It was reported that patient could not go into MRI mode due to high impedances on one lead. Surgical intervention is pending to address this issue. Note: it is unknown which lead has high impedances so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04314. Additional information received reports that patient underwent surgical intervention in which patient's ipg and one lead was explanted and replaced.